Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The patient experienced a treatment event. The patient was in the hospital and was not conscious at the time of the event. Downloaded ECG data was analyzed by a zoll ECG technician. The zoll ECG technician concluded that there is evidence of CPR artifact within the ECG strips. At 17:09:01, the patient received an inappropriate treatment. The rhythm at the time of the treatment was CPR artifact and the post shock rhythm was sinus bradycardia at 15bpm with tactile artifact. CPR artifact contributed to the false detection. At 17:09:28 a non-treatable rhythm was detected. The electrode belt was disconnected at 18:16:17. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor (B)(4): 03/2012 - reuse. Electrode belt (B)(4): 08/2014 - reuse.